Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that there was image noise while using the camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image noise, flooding of the cable and charge coupled device (ccd), and white scratches on the image. The inspection by the repair department confirmed that the actual device was flooded with water from the cable and ccd. Therefore, it is presumed that the video function did not function normally due to the cable and ccd flooding and that "image noise" was occurred. However, the root cause cannot be identified. A device history review was conducted and found no problems. This issue is addressed in the instructions for use (IFU): "4.1 precautions (warning): if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. "Endoscope image disappearance and freezing (caution): do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.